Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd medfusion 4000 pump exhibited motor making knocking sounds (grinding). It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received top case front lower right corner chipped. Bottom case tab broken off. Right plunger cracked. Contaminated residue(stains) on the plunger tube. No evidence of reported problem in event log was found. During the evaluation of the device there was some knocking sound emanating from the plunger tube grinding with the tube grommet seal. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.